Event description:
A report was received that the patient was getting inadequate pain relief. The patient underwent a revision procedure wherein an additional lead was implanted. The patient was doing well postoperatively.